Event description:
(B)(6) registry. It was reported that coronary atherosclerotic heart disease occurred. In (B)(6) 2019, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery extending up to distal lad with 100% stenosis and was 77 mm long, with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of 2.75 mm x 24 mm and 3.00 mm x 28 mm study stents. Following post-dilatation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject presented with cardiac related symptoms and was hospitalized for further evaluation. Five days later, the subject was diagnosed with coronary heart disease. The subject was referred for coronary angiography which revealed 80% distal stenosis in lad and was treated with percutaneous transluminal coronary angiography (ptca). Post intervention, residual stenosis was 0%. On the following day, the event was considered to be recovered and resolved and on the same day, the subject was discharged.